Event description:
No new information

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva unit was provided for investigation. The septum and canister were deformed, which suggests that the septum was misaligned within the catheter adapter at the time of assembly. The damage likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: during preop surgery prep, patient was poked multiple times due to equipment malfunctioning. Two bd nexiva 18g IV catheters leaked blood from the back of the IV hub when placed into the patients vein. When the rn tried to aspirate, the IV pulled air as the hub was not sealed from the manufacturer. Both ivs came from the same lot number. Upon the third attempt, the IV functioned as designed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.